Event description:
A peritoneal dialysis (pd) patient reported that during step 3 of set up there were multiple not enough sb for total tx messages. The patient proceeded with treatment after having direction from technical services. Fluid was found on the external cassette after treatment. In a follow up, the patient verified the event and explained that although there were alarms the patient was able to complete treatment, but did find some fluid on the external cassette during step 9 treatment complete. The patient let the cycler air out, and has continued using the cycler ever since with no further issues. The patient did not have any harm, intervention, or adverse event due to the fluid leak. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during step 3 of set up there were multiple not enough sb for total tx messages. The patient proceeded with treatment after having direction from technical services. Fluid was found on the external cassette after treatment. In a follow up, the patient verified the event and explained that although there were alarms the patient was able to complete treatment, but did find some fluid on the external cassette during step 9 treatment complete. The patient let the cycler air out, and has continued using the cycler ever since with no further issues. The patient did not have any harm, intervention, or adverse event due to the fluid leak. The cycler set is not available to return.